Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The product information has been updated to provided corrected information.

Manufacturer narrative:
4315, 67. Based on the current information provided, the root cause of the intra-operative complication cannot be determined. The surgeon claimed that the "pulling force" of an instrument might have contributed to the intra-operative complication. However, there is no allegation that a malfunction of the instruments he was using at the time of the event occurred. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, bleeding was observed intra-operatively. In order to find the source of the bleeding and to control the bleeding, the case was converted to open surgery. At this time, the root cause of the intra-operative bleeding is unknown.

Event description:
It was initially reported that towards the end of a da vinci-assisted mitral valve repair procedure, bleeding was observed intra-operatively from an unknown source. In order to find the source of the bleeding and to control the bleeding, the surgeon made the decision to convert to open surgery. During the open surgery, the surgical staff identified the source of the bleeding from a left atrial appendage. The surgeon commented that the left atrial appendage had been resected with an unspecified third-party (non-robotic) stapler instrument. The surgeon further commented that the stapler instrument or the ¿pulling force¿ from an unspecified da vinci instrument might have had an effect on the bleeding. However, the surgeon did not know the direct cause of the bleeding. On 09/18/2019, 09/30/2019, and 10/02/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site or source of the bleeding was the "atrial wall" and an assistant surgeon had mentioned that "tissue was torn." Bleeding was not observed on a staple line. The surgeon indicated that a ¿ruptured suture by the stapler or pulling force by da vinci instrument on tissues may have rendered an effect on the bleeding.¿ in addition, it was noted that the ¿pulling force on the tissue was no [sic] stronger than usual.¿ at the time the event occurred, the surgeon was using a debakey forceps instrument with his left hand and a large suture cut needle driver instrument with his right hand. There was no allegation that either instrument malfunctioned. The blood loss volume is unknown. It was noted that hemostasis was achieved with "suturing under direct visualization." In addition, a "moderate amount of blood was transfused to the patient." The clinical course of the patient was reported as "favorable." The patient is scheduled to be discharged within a few days.